Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure with arrythmia and syncope. Interrogation of the of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in pacing inhibition and exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.